Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance measurements. The lead was capped and replaced on (B)(6) 2024. The patient was discharged with no adverse consequences.